Event description:
Caller reported blood glucose results of 49 mg/dl on inform system 1, 90 mg/dl on inform system 2 within 10 minutes. The same vial of strips was used for both tests. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.